Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 523 mg/dl: cause unknown. Customer administered a correction injection to address the bg. Customer declined further troubleshooting; therefore, no additional information was obtained.